Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety cap of the bd eclipse¿ with smartslip¿ technology hypodermic syringe and needle have fallen off. The school nurse preloaded the syringe and went to slide the safety cover over, but the cover flicked off and the nurse was injured. Exposure occured, and medical intervention took place.

Manufacturer narrative:
Investigation results: the affected needle is not available for our evaluation so it is not possible to do an accurate investigation of the reported issue. Review of DHR could not be performed since no lot number has been provided and after discussing the reported issue with our manufacturing technicians, it is not possible to identify root cause related to needle manufacturing process. Our assembly process has a system that inspects 100% the performance (opening and activation) of safety shield of needles, rejecting the defective ones. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. If samples are received in the future the complaint will be re-opened and re-investigated.